Event description:
During surgery to separate conjoined twins, three burns were discovered on the right flank of pt b. The burns were reported to be third degree and required debridement by a plastic surgeon. Pt a had a valleylab electrode attached to their back and should have received the coagulation only from the valleylab esu pencil. A small valleylab electrode was used with an adapter on pt b because the argon beam coagulator return electrode was too large. At the time of the burn only a small piece of the tissue remained between the twins. The surgeon used the argon beam electrode on pt a with little or no path for the current to return other than through pt b. Factors that may have contributed: training.